Manufacturer narrative:
This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). Off label use of device was coded only for formal reasons. Injection into the nose is no approved indication for radiesse(+) in us. Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us physician and concerns a patient. The patient was injected with radiesse(+) into the nose (off label use of device), on (B)(6) 2025 (reported as 4 days prior to the date of this report). In (B)(6) 2025, after the radiesse(+) injection, the patient experienced a vascular occlusion. The physician was asking for additional steps for the treatment of the event. The outcome of the event was unknown.